Event description:
Customer reported the IV tubing disconnected from the phaseal during an infusion of chemotherapy, resulting in leakage. The leak occurred at the 11th or 12th hour of a 24-hour infusion at 20 ml/hr via central line. No pt harm or medical intervention was reported. No further pt/event info was provided. MFR's report number: 9616066-2014-00846. (B)(4).

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.